Event description:
Surgeon had a patient who had surgery in 2005 the patient was healed but complaining of tenderness of the femur. In 2005 surgeon made an incision and discovered the implant was protruding out of the bone. He was able to remove the entire part without complications. The device is used for treatment.